Event description:
It was reported that a patient under went a gynecological procedure in 2009. During the procedure, the motor drive unit was activating sluggishly. A second motor drive unit was used to continue the procedure with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 03/05/2009. Insufficient drive of disposable. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2009-00228. The same patient is represented in each medwatch.